Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID : 97754, serial# (B)(4), product type: recharger.

Event description:
The patient reported a damaged recharger, broken connector pin a few days ago. The patient called back on (B)(6) 2016 and the patient stated that they were sent the wrong piece because it did not fit on top of the charger. It was reviewed to check and see if something was stuck in top of the recharger and noted that yes it was there. It was reviewed that it needed to be taken out via pliers, they did not have anything and became upset and ended call. The patient reported pain. Other relevant medical history includes non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 interface update: no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.